Manufacturer narrative:
(B)(4).

Event description:
It was reported that insert a new transmitter alert occurred. Data was evaluated and the allegation was not confirmed ]. The probable cause could not be determined as the allegation was not found . In addition, transmitter failed error was found in connection to the reported allegation. The reported event of insert new transmitter alert is reportable based on the finding of a transmitter failed error . No injury or medical intervention was reported.